Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to resolve the issue.

Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no report of patient involvement.